Event description:
Response: the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaluation indicated that the device performed according to specificatons (no failure was detected). Please reference the attached follow-up medwatch form.

Event description:
Pt reported that 2-3 infusion sets leaked. Infusion sets had been worn for awhile prior to leakage, and pt experienced elevated blood glucose levels. Action taken: pt changed infusion set.